Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: per the asp field service engineer: replaced delivery assembly. Ran empty cycle. Verified that the system meets manufacturer's specifications. Evaluation: results - delivery assembly. The sterrad 100 nx user's guide states that: warning! Risk of skin injury. Direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard. Cassette disposal box: after processing of the cassette, the sterilizer automatically discards it into the cassette disposal box. The cassette disposal box holds 2 used cassettes. When the box has the maximum number of cassettes, the sterilizer displays a message indicating that the box must be replaced. The cassette disposal box must be closed to permit safe disposal of cassettes. Removing a cassette disposal box: warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves. This will protect you from contact with any residual hydrogen peroxide that may be present in the cassettes.

Event description:
A female healthcare worker alleged hydrogen peroxide (h2o2) contact on her hands when removing a collection box after a canceled sterrad 100nx sterilization cycle. The cycle had canceled for (h2o2) area too low. The healthcare worker reported a white aea on both hands that lasted for a few minutes after flushing her hands with water. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention. A copy of the cassette msds was forwarded to the customer.